Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while testing the system after uncrating, it was unable to see the imaging system tracker. The other new stealth did see the imaging system tracker with no issue. When he covered the infrared sensor on the imaging system tracker, the navigation system was then able to see the tracker. System saw the instrument trackers with no problem. Troubleshooting were performed, the representative swapped the camera carts on the system, and then both systems saw the imaging tracker with no issue. When swapping back, both camera carts were again able to see the imaging tracker with no issue. They rebooted the navigation system, and the issue occurred again after the reboot. Disconnecting and reconnecting the camera cart did not resolve. Confirmed that the other system did not have the same issue. It was further noted that the information provided appeared that it was an intermittent camera issue. There was no patient present when this issue was identified. No additional information was provided. The medtronic representative did additional testing and confirmed that the issue does not occur when only one of the camera carts is active at a time. This was tested with more than one imaging device. The issue appears to have been caused by ir interference from the two cameras.